Event description:
The customer reported that during pre-operation check with an act1530 needle connected, ll was displayed. The needle was replaced, but the problem was not fixed. The generator was replaced with another, and the issue was fixed. The procedure was completed w/o pt harm.

Manufacturer narrative:
(B)(4). The incident device has been rec'd at tyco healthcare (B)(4) service center and is under eval. When the device eval is complete, a f/u report will be submitted.